Manufacturer narrative:
The reported issue was confirmed with the log review. However based on the log review the root cause is unable to be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, auris health, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that repeated system faults occurred during a monarch bronchoscopy. The physician tried multiple bronchoscopes, but the system continued to fault. The physician elected to abort the diagnostic procedure. No clinical consequences to the patient were reported due to this event.